Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during an elective replacement procedure of this device when attempting to remove the device from the pocket the header became partially separated. Surgical grips were used, and the device was successfully explanted. The device will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection confirmed header is partially detached from the can. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis finding confirmed induced damage. The observed damage was not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.

Event description:
It was reported that during an elective replacement procedure of this device when attempting to remove the device from the pocket the header became partially separated. Surgical grips were used, and the device was successfully explanted. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon analysis completion this investigation will be updated.

Event description:
It was reported that during an elective replacement procedure of this device when attempting to remove the device from the pocket the header became partially separated. Surgical grips were used, and the device was successfully explanted. The device was returned. No additional adverse patient effects were reported.